Event description:
It was reported that the lead had gradually rising impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for high right ventricular pace lead impedance was generated on (B)(4)-2011. Weekly pace measurement log data in save to disk file shows an increase for minimum and maximum ventricular pace impedance from 1120 to 1552 ohms peak between (B)(4)-2009 and (B)(4)-2011.